Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's charge button was not responding during op-check. There was no reported patient involvement.

Manufacturer narrative:
.